Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a waveone gold reciprocating file separated in a patient's root canal. The broken piece was incorporated as part of the fill.